Event description:
Remote monitoring showed oversensing and noise in rv lead. Lead oversensing due to external noise. Device clinic was unable to recreate oversensing in office. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.